Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. Device log files were successfully downloaded and fully reviewed. A ¿ventilator service required¿ error was identified due to excessive drift in the proximal pressure sensor, preventing the device from compensating for the condition. Additionally, unrelated to the reported malfunction, a separate ¿ventilator service required¿ error was identified due to failure of one of the two speakers, which resulted in an alarm condition. There was no indication that both speakers had failed. Evaluation determined that the sensor board and interface printed circuit assembly (pca) had failed and would require replacement to address these issues. No visible foam particles were observed during device evaluation. The customer complaint could not be confirmed. The device was not repaired. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of a ventilator service required error due to excessive drift in the proximal pressure sensor, preventing the device from compensating for the condition is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. No DHR review is required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.